Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 47 mg/dl. Reportedly, customer's continuous glucose monitor was not active, therefore the pump's control iq software could not adjust insulin delivery. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.